Event description:
It was reported that the implant was removed due to a fracture of the implant. Infection and bone loss was also reported.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Additional PMA/510(k) number ¿ k013227.

Manufacturer narrative:
(B)(4). One impl tapered scr-v ha 3.7 mm 3.5mm 11.5mm, tsvh11 was returned for investigation. Visual inspection via naked eye and camera magnification of the returned product identified fracture of the collar with fractured screw inside the drive feature. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Pre-existing conditions noted on the complaint: smoker, poor oral hygiene. Bone density type iii. The reported device was located on tooth site 16 (fdi) and implant had been in use for 12 years and 1 month when the event occurred. X-ray images were provided. DHR review was completed for the subject lot number (61489698). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (61489698) for similar event (complaint category keywords: fracture implant) and revealed no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Based on the available information, device malfunction did occur and the reported event was confirmed by inspection and evaluation.

Event description:
No further event information is available at the time of this report.